Manufacturer narrative:
It is unknown if the device is available for evaluation. Device has been requested. A lot number has been provided. Pending a device history lot number review.

Event description:
The event occurred on an unspecified date and involved a 11" (28 cm) appx 1.1ml, smallbore ext set w/3-port nanoclave¿ manifold, check valve, clave¿ clear, luer lock where it was reported that the device was found broken in baby's bed. Not tightened. There was patient involvement, unknown human harm.

Manufacturer narrative:
D9 - date returned to mfg: 3 june 2025. Investigation summary one (1) used list# am3127, was returned for evaluation. As received no physical damage or anomalies was observed. No mating device was returned for evaluation. The sample was tested according to procedure and a leak from between adaptor and nanoclave manifold body's thread was observed, no additional leak was observed along the set. Complaint of leaks can be confirmed based on the physical used sample evaluation. The probable cause was due to an incomplete insertion during manual process assembly in ensenada. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. A corrective and preventative action (CAPA) plan has been implemented to address the identified issue. The outcome of the CAPA is currently under evaluation and is not yet finalized.